Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found a failed motor (seized), which is a known contributor to the reported symptom. The failed motor assembly was replaced.